Manufacturer narrative:
(B)(4): endoleak the device will not be returned as it remains in the patient; therefore a definitive cause of the clinical observation could not be determined; however, user context may have contributed. Additionally, implant in the basilar artery is off label use and stent placement inside the pipeline is also off label use.

Event description:
Medtronic received information that during treatment of a very wide neck unruptured aneurysm located in the basilar trunk, the distal end of the pipeline flex would not open. It was noted that the pipeline did not appose the wall 100% and therefore was retracted. It was further noted that the aneurysm was 15 mm and the neck width was 10 mm. The distal landing zone was 3.60 mm and the proximal was 4mm. Upon retraction of pipeline, the tip coils and the ptfe sleeves grabbed the distal end of the device and pulled it back into the aneurysm. The microcatheter was then advanced through the device to maintain distal access. Upon advancement of the microcatheter the proximal end of the pipeline also moved into the aneurysm. A second pipeline flex was deployed and placed nicely across the aneurysm neck keeping the first pipeline flex within the aneurysm. However, subsequent runs, showed a potential endoleak distally. The physician then decided to use a stent to get better opposition through the middle portion of the device which was across the aneurysm neck in effort to resolve the endoleak. The stent was then removed. Dapt was administered. The patient was doing well post procedure and the physician believed the endoleak would resolve over time. No serious injury was reported as a result of this event.